Event description:
The doctor called in this complaint after receiving a call from a patient wearing a swing and swathe device. The patient complained of running eyes, rash and swelling which was attributed to product. The patient's room was clearly labeled "no latex" and the doctor is sure the product contains latex, and that the patient is having a typical latex allergy reaction. A picture of the device was faxed to confirm the product number. Replacement sent 9020-02. The patient will not return the device and will offer no other information.